Event description:
Two weeks post implantation of a 29mm sapien xt valve, the patient developed 3+ paravalvular leak (pvl). Post deployment, the valve was in a 50:50 aortic/ventricular position with no leak after post dilating with an additional 1cc of volume. The patient was discharged in stable condition. Additional information was received that the patient died 36 days after the tavr procedure. The cause of death was multi-organ failure, and it was reported that the death was not related to the device.

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. The patient screening CT, intraprocedure tee images, and follow up tee images were provided to edwards by the facility for internal review. Cine images of the procedure were not available. The images were reviewed by an edwards¿s physician and the following observations were made: observations: from screening CT: the left ventricle outflow track (lvot) area measured 520mm² (approximately 27mm annular diameter). The annulus area measured 540mm² (oval area) ¿ (approximately 27mm annular diameter). Tee (B)(6) 2014: on the tee long axis view we see that the xt valve is 80% in the lvot. Tee shows that there is no sealing at the level of the annulus from the sapien xt. It can be seen that the flow is going from the inside (bare metal stent) to the lvot (outside the valve). Tee shows pvl. On short access view there are multiple jets seen from 9 o¿clock to 3 o¿clock. Tee (B)(6) 2014: from the tee short axis view there are multiple jets seen from 9 o¿clock to 3 o¿clock. When compared to preview study, there is no significant difference in the pvl degree seen from 9 o¿clock to 3 o¿clock. Impressions: post deployment the valve position was too ventricular. Cine images are needed to confirm the position of the valve post deployment. However, from short axis view, post deployment of the xt valve there was mild to moderate pvl coming from the bare metal stent. In this case, worsening pvl cannot be confirmed with the provided imaging. It appears that the pvl demonstrated on the two week echo was unchanged from the pvl on the previous echo. Numerous attempts were made to obtain additional information regarding the patient¿s hospital course. No other information was provided. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.